Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check when the clinician pressed the 4:1 front membrane button, it does not consistently produce a 4:1 pace result. The pace range would intermittently vary between 6:1 through 8:1. Complainant indicated that there was no patient involvement in the reported malfunction.